Event description:
It was reported that during a cholecystectomy procedure, the device was used on the cystic artery and the jaw could not be opened. The device was retrieved by cutting both sides of jaw with electric scalpel. There were no adverse consequences to the patient. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.